Event description:
Patient revised to address tight knee, replaced insert with a smaller insert, range of motion increased.

Manufacturer narrative:
Examination was not possible, as no product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Although the exact root cause could not be determined, information provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.